Manufacturer narrative:
An event malposition involving a trident shell was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for evaluation as it remains implanted. Medical records received and evaluation: a review of the provided records and event description was performed by a clinical consultant. The clinical consultant indicated cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. Device history review: device history review was not performed as the lot details were not provided. Complaint history review: complaint history review was not performed as the lot details were not provided. Conclusions: a review of the event by a clinical consultant concluded that cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. No further investigation is possible at this time. If further information for the device becomes available , this investigation will be re-opened.

Event description:
The patient reported to dr (B)(6) secondary to increased left hip pain 8 years status post ltha. X rays revealed disassociation of the lfit head from the accolade stem along with deformation of the stem's trunnion. The patient was subsequently scheduled for revision surgery on (B)(6) 2015. Dr (B)(6) removed the accolade tmzf stem, lfit head, and x3 liner. He implanted a securfit advanced stem, a new x3 liner and a 36mm bilox delta head. He elected to leave the trident hemispherical shell originally implanted.